Manufacturer narrative:
Product eval conclusion 3: other/defective = the rear casters are both bent inward/damaged in shipping. The underlying cause documented on the return fields in oracle is defined as: wheels/casters, other/defective; the rear casters are both bent inward/damaged in shipping

Event description:
Product eval conclusion 3: other/defective = the rear casters are both bent inward/damaged in shipping. The underlying cause documented on the return fields in oracle is defined as: wheels/casters, other/defective; the rear casters are both bent inward/damaged in shipping the provider states inside the box was a bent frame. He states both casters are rubbing the frame and will not roll properly

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The provider states inside the box was a bent frame. He states both casters are rubbing the frame and will not roll properly